Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a kink in the tubing of the cadd cleo infusion set, resulting in a line blocked alarm during use. The patient removed the kink, resumed therapy, and received counseling regarding restarting basal delivery. There were patient involvement and no patient harm.